Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 494 mg/dl in morning, 68 mg/dl last night, now 497 mg/dl and 485 mg/dl . Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer had symptoms as very thirsty. Customer was treated with insulin pump. Customer was neither in emergency room, nor admitted into hospital. Drive support cap was normal. The insulin pump will not be returned for analysis.